Manufacturer narrative:
Investigation visual inspection no significant deformations or damages of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the valve has a blockage. Adjustment test this is a fixed pressure valve; an adjustment test is not applicable. Braking force and brake function test this is a fixed pressure valve, a braking force and brake function test is not applicable. Computer controlled test to investigate the the possibility of over/under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. Because the valve is not permeable, a computer-controlled test is not possible. Results first, we performed a visual inspection of the prosa valve. No significant deformations or damages of the valves were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to have a blockage. Then we carried out a computer controlled simulated flow test. Due to the non-permeability of the valve, it was not possible to further investigate the possibility of over/under drainage via our computer-controlled test. Finally, we have dismantled the valve. There were no visible deposits inside the valve. Based on our investigation, we have found the presence of occlusion in the shunt assistant valve at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitably risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient information: patient weight is (B)(6). Patient height is 91cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt system, requiring explant. The shunt system was implanted on (B)(6) 2017. Postoperatively, blockage was suspected. No other details provided. The shunt system was explanted (B)(6) 2019. There were no associated patient complications reported. Associated medwatch reports: (this report - shunt assist); 3004721439-2019-00148.